Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre use check, the cardiosave intra-aortic balloon pump (iabp) units rp power cable was stuck. There was no patient involvement.

Manufacturer narrative:
It was reported that during pre-use check the cardiosave intra-aortic balloon pump (iabp) had power cord / plug failure. There was no patient involvement and no harm reported. Getinge field service engineer (fse) found power cable stuck, damage to wire but no expose, untangle power cable. Tested machine able to run on ac and will provide quotation to replace the part. Replaced the power reel and unit tested ok.

Event description:
N/a.